Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The doctor stated that a mis-spike occurred when the customer tried to connect the uv transfer set by clean flash. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.